Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced with blur. The lens was exchanged for another lens model 03 months 08 days following the initial procedure. Clinical reason for explant was mentioned as residual myopia. Additional information has been requested.